Manufacturer narrative:
(B)(4). A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported for right side "last year in march, heterogeneity in the right breast was determined on a systematic examination and for a month, the anomaly was reconfirmed by ultrasound" and a month ago suspected rupture of the right implant was confirmed on an ultrasound examination, which was also confirmed by magnetic resonance. The device was explanted.